Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a loose connection was suspected as noted via chest x-ray approximately nine days post implant. The implantable cardioverter defibrillator (ICD) was explanted and replaced and the right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.